Manufacturer narrative:
Device evaluation of monitor sn 07138790 has been completed. The reported problem (cannot complete testing) was confirmed. As received, the monitor would not power on. Upon evaluation, high voltage had deviated to low voltage circuitry, damaging multiple components. The cause of the inability to complete testing and power on is the damaged components. The cause of the damaged components is the high voltage deviation. The root cause of the high voltage deviation could not be positively identified due to the extensive damage. There was no death or adverse event associated with the monitor malfunction.

Event description:
(B)(6) 2021 resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor indicating that it could not complete testing.